Event description:
It was reported that the patient stated "her pump, when it kicks in, it goes, it loosens up and starts spinning in circles and her first pump didn't do that but her second one does." The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4)